Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump was alarming to replace the battery immediately after battery changes and the battery life seemed to be decreasing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the device history indicated multiple low battery warnings with code 177 and replace battery alarms with code 128 on the event date. Evidence of installation of a partially discharged battery was also found on the event date. The battery compartment was intact with no evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was observed on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.